Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation related to complaint: the instrument was found to have retracted conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the wire retraction. The complaint regarding broken wires was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Performed further failure investigation on the returned fenestrated bipolar forceps instrument. The initial failure analysis findings were confirmed. The instrument was tested for electrical continuity and passed to each grip. A broken grip cable was confirmed at the distal end. Also, the instrument was analyzed for the conductor wire¿s retracted insulation finding. It is likely that the broken grip cable resulted in increased tension on the conductor wire. With the grip cable broken, the wire may be pulled taut or displaced due to the lack of counteracting force. Retraction of the insulation at the distal end is attributed to the component's susceptibility to damage.